Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced prolonged low continuous glucose monitor (cgm) readings followed by high readings, with discordant capillary blood glucose results while using ilet with a connected libre 3+ cgm; troubleshooting identified inconsistent cgm and meter readings, insulin on board, and resolution after cgm replacement and re-pairing, after which the patient returned to range and reconnected to ilet. Symptoms included low glucose and high glucose readings. Outcomes included recovery to in-range glucose without hospitalization. Investigation included guided troubleshooting, multiple capillary glucose checks on two meters, review of insulin on board, review of cgm algorithm steps, and cgm replacement with re-pairing. Investigation of this case revealed inconsistent sensor performance with potential cgm malfunction and user-performed corrective actions, with no ilet pump malfunction identified once cgm was replaced and the system reconnected. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.